Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following was reported to gore. On (B)(6) 2011, a patient underwent a treatment of abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure, gore® excluder® aaa trunk-ipsilateral leg endoprosthesis and contralateral leg endoprosthesis were implanted. The patient tolerated the procedure. On a routine follow-up, images (date is unknown) revealed proximal aortic neck enlargement and aneurysm enlargement (amount unknown). On (B)(6) 2019, two additional gore® excluder® aortic extender endoprostheses were implanted. The patient tolerated the procedure. (It was reported although the left renal artery was partially covered by the device, there was no obstruction of blood flow.) The physician stated that no endoleak was confirmed on the image of the contrast enhanced computed tomography (CT), however, the aneurysm enlargement was probably caused by an endoleak.